Event description:
The reporter stated the surgeon inserted a cc4204a collamer single plate lens. Lens was damaged during insertion into the eye. Lens was removed, no widen incision and sutures required. No patient injury. The reporter stated the lens was damaged due to loading error.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product found lens optic and haptic partially torn, piece of heptic missing. There was evidence of clear surgical residue. (B) (4).